Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (unknown concentration) at "I think 45 mcg/day" via an implanted pump for non-malignant pain and failed back surgery syndrome. It reported one time the pump ran dry and this was in 2015 (specific date not provided). She believed that was "human error" and they did not calculate her refill date correctly. No interventions were mentioned. The patient was also thought her pump was recalled and would follow up with her hcp about the recalls.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.